Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient experienced diaphragmatic stimulation. The left ventricular lead exhibited loss of capture; diagnostic imaging revealed that the lead had dislodged. The lead was successfully repositioned.